Event description:
Device report from synthes europe reports an event in (B)(6) as follows: patient experienced post op breakage of a proximal femoral nail antirotation at the level of distal locking hole. The bolt remains intact. The device was implanted (B)(6) 2013. After implant removal on (B)(6) 2013, re-osteosynthesis was performed with a long pfna 12 mm 420 mm length. This is report 2 of 2 for complaint (B)(4) .

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Placeholder.